Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The 2.5x15mm traveler balloon dilatation catheter met resistance during advancement to the lesion. During the first inflation, the ballon ruptured at 6 atmospheres (atm). Resistance was met during removal. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott balloon was used as a replacement device to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.